Event description:
It was reported that the patient experienced no stimulation sensation and believed to have felt stimulation the prior week. The patient had just recharged the implantable neurostimulator (ins). The ins was on and the patient increased stimulation from 2.6v to 4.4v, the maximum allowed, with no results. The battery icon showed the ins to have a 75% charge. The patient had no falls or trauma related to the event. It was later reported that an impedance check showed some out of range electrodes. Programming around these electrodes provided only minimally effective stimulation. The patient was going out of town and was scheduled to see the health care provided upon return. The manufacturer's device registry showed that the lead and extension were replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3888-28 lot #j0102010v implanted: (B)(6) 2011 explanted: (B)(6) 2011 extension model 3708340 serial #(B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2011 programmer model 37742 serial #(B)(4) recharger model 37752 serial #(B)(4).